Event description:
It was reported that the handpiece began overheating with a high temperature reading on the console when the device was being prepped prior to an oral surgery. There was no reported patient or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. The reported condition of the high temperature reading on the console could not be confirmed, but the drill overheating was verified. Based on investigation details, possible causes for a device overheating include problems with the spindle housing and bearings, which have been replaced in this device. Service did a clean, lube, and adjust to the drill, and it was returned to the customer.